Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call sensor issue. The customer¿s blood glucose was unknown at the time of incident. Customer reported bleeding in the insertion site. Customer stated that they did not receive medical treatment for site issue. Customer had a low blood glucose of 51 mg/dl and high blood glucose of 340 mg/dl. Customer treated and declined high and low blood glucose troubleshooting. The customer was advised to change sensor and speak to their healthcare professional for medication. The product is not expected to return for analysis.